Event description:
It was reported during a routine office check there were concerns of premature battery depletion with this pacemaker. It was also noted that last year a lead safety switch (lss) occurred due to high out of range pacing impedances with an other manufacture right ventricular (rv) lead measuring greater than 3000 ohms. Technical services discussed possible causes and recommended to send in data analysis. Data analysis was performed and the power consumption has been increasing during the past year and device replacement was recommended. At this time this pacemaker and other manufacture rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior.this device is not part of the hydrogen induced premature depletion advisory population. Prior to return engineering analysis of complaint details determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description initially submitted for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. Patient code 3191 captures the surgical intervention.

Event description:
Additional information was received that indicated that the device was explanted and was returned for analysis. This supplemental is being filed to submit the results of device analysis.